Manufacturer narrative:
Other relevant device(s) are: micra; model #:mc1avr1-delsys / expiration date: 14-aug-2022 / serial#: (B)(4); UDI #: (B)(4). Device available for evaluation: no; dev rtn to MFR? No; mfg date: 25-mar-2021; labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) and directly following the temporary lead explant, the patient developed a potential cardiac perforation, cardiac tamponade and cardiac arrest. It was deemed that the temporary pacing lead was likely to have perforated the heart. Pericardiocentesis was performed and medical intervention was required as a result of this event. The leadless ipg remains in use. The temporary pacing lead was successfully explanted. No further patient complications have been reported as a result of this event.